Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted on both leads. The patient underwent a revision procedure wherein the leads were replaced. The physician suspected that excessive fishing and golfing potentially fractured the leads, but it could not be confirmed. The patient was reportedly doing well postoperatively.